Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
My surgeon was putting the 45mm screw into the titanium revision cup. When he was tightening the screw the head of the screw broke off at that point the screw was almost seated and therefore some of the screw (the thread) were left in the patient. The final results were not effected by the situation but due to the broken implant, I felt a report was necessary.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
My surgeon was putting the 45mm screw into the tritanium revision cup. When he was tightening the screw, the head of the screw broke off at that point the screw was almost seated and therefore some of the screw (the thread) were left in the patient. The final results were not effected by the situation but due to the broken implant, I felt a report was necessary.